Manufacturer narrative:
The persona tasp right bottom was returned with the complaint for review. Visual inspection confirmed that the device fractured into two pieces with the post breaking off. This part was not returned. There is also some type of cosmetic damage (nicks/gouges/dents/scratches). This lot has been in the field for more than one year and 11 months. It is unknown for how many times the device was used. It was reported by the rep that there was no harm to the patient. This device is used for treatment. Visual inspection confirmed that the device fractured into two pieces with the post breaking off and that there was cosmetic damage. This device was manufactured before the design modification and was part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Personatasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The root cause is a previously addressed design issue.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information, which was incorrect at the time of follow up-1.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated .

Event description:
It is reported that the tibial articular surface provisional during cleaning.